Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced a high blood glucose level of 450 mg/dl. The customer¿s mother states they have been having issues with the current infusion set. The customer¿s mother declined troubleshooting. The insulin pump and the infusion set will not be returned for analysis.